Event description:
It was reported that during a venous sinus stenting procedure the physician used a zoom 88 to navigate to the transverse sinus. There was presence of stenosis and/or calcification. Zoom 88 successfully crossed the lesion, and a third-party stent was deployed. Upon removal of zoom 88 from the patient, the physician noticed that the distal 5 cm of the device was broken. There were no fragments left in the patient.

Manufacturer narrative:
The zoom 88 device was discarded and not returned for investigation. The manufacturing records were reviewed and showed the product met design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined.